Manufacturer narrative:
A ge service representative performed an on site investigation. The correct version of system software and calibrations were evaluated and reloaded. The cpu assembly was evaluated and replaced and properly connected to power. The bios was also reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.